Event description:
The guidewire broke inside the catheter during placement. The user noticed about 2" of wire hanging out and thought it was unusual. She pulled on it and that's when she discovered the wire had broken in half. The wire did not embolize. A new line had to be placed instead.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.